Event description:
It was reported that customer experienced a past high blood (bg) glucose event; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer went to the emergency room and no treatment was received in the ER. Reportedly, the pump supplies were changed to address the issue. The customer was released on (B)(6) 2026 with the issue resolved.